Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% in the native annulus with massive under expansion of the valve frame noted. The implant team decided to recapture the valve and withdraw the delivery catheter system (dcs). A pre-implant balloon aortic valvuloplasty was performed. After the valve was retrieved from the patient, it was noted on the back table that the valve was covered in thrombus. It was decided to use a new dcs and valve were used for implant. Heparin was administered during the implant procedure and the procedure was about three hours long. The valve was recaptured twice due to under expansion. Per the physician, the patient's bicuspid valve contributed the frame expansion issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.